Event description:
Information received suggested patient underwent total hip arthroplasty (B)(6), 2007. Subsequently, the patient undersent revision procedure on (B)(6), 2007 due to protrusion failure of the cup.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur. Package insert contains possible adverse effects number 4: loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity. Device identification has not been provided. This report filed (B)(6) 2010

Event description:
Information received suggested patient underwent total hip arthroplasty (B)(6) 2007. Subsequently, the patient underwent revision procedure on (B)(6) 2007 due to protrusio failure of the cup.